Event description:
The stopper on the IV bag is constructed of a harder material than previously. The technicians have to use a higher amount of force and have stuck the needle, used for compounding through the stopper, through the side of the bag.